Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, over-sensed by the device during a routine follow up appointment. The physician noted the noise signal could be reproduced by arm movement and activation of the upper body muscles, and was also visible on the shock channel. A technical service (t/s) consultant reviewed the available device data, believes there to be a lead impairment, recommending to perform x-ray images, isometrics, pocket manipulation. T/s recommended monitoring patient closely and providing a home monitor for the patient. No adverse patient effects were reported. Additional information was received that the physician will continue to monitor the patient closely. No additional testing has been completed. No adverse patient effects were reported.